Event description:
It was reported that a port of a y-set was damaged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed which noted a damaged port on the y-set. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. Upon conclusion of the evaluation, the returned sample did not meet visual product specifications. The cause of the damaged port on the y-set could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.